Event description:
Kimberly-clark received a report stating, "the patient had an acute respiratory event in which her oxygen saturation level was desating in the 70% range. Vent settings were changed and nothing was working to improve the respiratory status of the patient. The physician was leaning over the patient and heard a leaking or hissing noise. This prompted him to squirt some water in the patient's mouth and he saw bubbling and exchanged the tube for a new one. Once the patient was reintubated, the respiratory event was alleviated.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. If any additional relevant information is identified or if samples are received and evaluated, the additional relevant information will be submitted in a follow-up report. The investigation is on-gong. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-cark by customer.